Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's insulin pump's display screen went blank. The customer stated that he changed the battery and it took five minutes for the screen to come back. The customer's blood glucose level was 130 mg/dl. Standard troubleshooting was performed. The customer was sent a new battery cap. The product is not being returned. Nothing further was reported.